Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set tubing was cracked and leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that there was a crack in the tubing which resulted in leakage. Verbatim: patient alert and oriented x4, no distress noted. Presenting to the clinic for c3 d1 cetuximab/5fu. Treatment plan reviewed, labs met parameters, consent verified. Patient verbalized understanding of treatment plan. Vitals stable. Two rn verification of each chemotherapy/immunotherapy medications expiration date/time, physical integrity, appearance of drug/bag, and rate set on pump completed at bedside. Patient tolerated treatment well. Patient connected to cadd pump, infusing well, no leaking, luer locks tight and clamps open. Patient instructed to report any problems to with the cadd pump, leaking or malfunction promptly to the (B)(6) during business hours or to contact the main (B)(6) for after business hours. All number provided to the patient prior to discharge. Patient aware to return cadd disconnect on (B)(6) 2020 at1345. Patient returned to (B)(6) around 1700 complaining of leakage in the 5fu bag. Upon assessment, found a crack in the tubing. Pharmacy notified and communicated with md to get new orders. Pump d/c (B)(6) 2020 1600. Discharged home in stable condition. Follow up appointments reviewed. Patient educated to report to md (B)(6) for fever greater than 101 degrees, excessive bleeding, uncontrolled nausea, vomiting, diarrhea or pain.

Event description:
It was reported that unspecified bd¿ IV extension set tubing was cracked and leaked. The following information was provided by the initial reporter: material #: unknown batch/ lot #: unknown. It was reported that there was a crack in the tubing which resulted in leakage. Verbatim: patient alert and oriented x4, no distress noted. Presenting to the clinic for c3 d1 cetuximab/5fu. Treatment plan reviewed, labs met parameters, consent verified. Patient verbalized understanding of treatment plan. Vitals stable. Two rn verification of each chemotherapy/immunotherapy medications expiration date/time, physical integrity, appearance of drug/bag, and rate set on pump completed at bedside. Patient tolerated treatment well. Patient connected to cadd pump, infusing well, no leaking, luer locks tight and clamps open. Patient instructed to report any problems to with the cadd pump, leaking or malfunction promptly to the sugar land hal during business hours or to contact the main atc for after business hours. All number provided to the patient prior to discharge. Patient aware to return cadd disconnect on 10/02/20 at1345. Patient returned to atc around 1700 complaining of leakage in the 5fu bag. Upon assessment, found a crack in the tubing. Pharmacy notified and communicated with md to get new orders. Pump d/c 10/02/20 1600. Discharged home in stable condition. Follow up appointments reviewed. Patient educated to report to md anderson ec for fever greater than 101 degrees, excessive bleeding, uncontrolled nausea, vomiting, diarrhea or pain.

Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. The customer complaint of component damage - crack with leak could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.